Event description:
This unsolicited case from united states was received on (B)(6) 2017 from the other non-health care professional this case concerns (B)(6) year old female patient who received treatment with synvisc one injection and after unknown latency, patient was experiencing extreme pain, non-weight bearing; after 26 days had aspiration of fluid. Also, device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection (frequency, dose, indication and expiration date: not reported; lot number: 7rsl021). On an unknown date in 2017, unknown latency of receiving the injection, patient was experiencing extreme pain and was non-weight bearing. On (B)(6) 2017, 26 days after receiving injection, patient returned for aspiration of fluid. Corrective treatment: not reported for all events. Outcome: unknown for all events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events. Received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a patient who has received synvisc one injection from the recalled lot and experienced extreme pain, non-weight bearing and aspiration of fluid. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Non weight bearing/ difficulty bearing any weight [weight bearing difficulty] ; device malfunction [device malfunction;] cannot walk [difficulty in walking]; pseudoseptic reaction [pseudosepsis] ; inflammatory reaction [inflammatory reaction] ([condition worsened], [joint warmth], [redness], [knee pain], [condition worsened], [knee swelling], [c-reactive protein increased]); aspiration of fluid / 100 cc of fluid was removed/recurrent knee effusion [knee effusion]; knee discomfort [discomfort in joints] ; crepitus [joint crepitation] ; ecchymosis [ecchymosis] ; decreased rom [joint range of motion decreased]; leg swelling [swelling of legs] ; wbc high [wbc increased] ; synovial fluid yellow [synovial fluid analysis abnormal] ; stiffness [joint stiffness]. Case narrative: this case is cross referred with the case (B)(4) (cluster) and (B)(4)(duplicate). This unsolicited legal case from united states was received on 15-dec-2017 from the other non-health care professional. This case concerns 58 year old female patient who received treatment with synvisc one injection and experienced device malfunction (latency: same day) non weight bearing/difficulty bearing any weight, aspiration of fluid/ 100 cc of fluid was removed (latency: 1 day) ; cannot walk (1 day); ecchymosis(latency: 8 days); decreased rom, leg swelling, wbc high, synovial fluid yellow (latencies: 9 days); inflammatory reaction (latency: 14 days); knee discomfort; crepitus; stiffness (latencies: 3 months 6 days), pseudoseptic reaction (latency: unknown). Patient's past medical history included depression, hypothyroidism, hurthle cell adenoma, thyroidectomy, thyroid nodule, left thyroid lobectomy. Patient had a family history of breast cancer, heart disorder, diabetes, cancer. Patient had a past history of vaccination for influenza, tetanus, tdap and varicella. Patient was non-smoker but indulges in alcohol use. Patient did not had prosthetic devices, and was not treated with immunosuppressants. Patient had no history of allergies to avian products. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, bilaterally (dose 6 ml, frequency: 1x; lot number: 7rsl021, expiration date not provided) for knee pain. The syringe was stored properly and opened in the office with the patient. The area was cleaned topically with a disinfectant, but no other injectables were used at time of synvisc-one. Both the knee joint infection were performed with ethyl chloride for anesthetic. The area was sprayed with an anesthetic topically before injection. Placement confirmed by manual palpation, synvisc -one 48 mg (6ml) was injected. Patient tolerated the treatment well. It was informed that the patient was feeling fine until 3 pm after which she experienced increased pain and swelling in the left knee and eventually could not bear any weight. Patient came to the hospital in wheel chair. Patient's knee was aspirated and 100 cc of fluid was removed. Patient felt that she had ongoing symptoms from a pseudoseptic reaction. Patient took aleve without relief. Her right knee that was also injected had no symptoms. On (B)(6) 2017, left knee joint aspiration and injection was performed with 4 ml of lidocaine 1 % plain for anesthetic. Placement confirmed by manual palpation. 100 ml of inflammatory fluid was withdrawn. Methylprednisolone acetate 80 mg was injected using a 18 gauge needle. A sterile adhesive dressing was applied. On (B)(6) 2017, patient reported that the relief lasted only for couple of days and the pain and swelling had returned. The patients examination reviewed a recurrent knee effusion. The fluid analysis did not suggest gout or infection. It was felt that the patient most likely had ongoing symptoms from a pseudoseptic reaction. Left knee joint aspiration was performed with 3 ml of lidocaine 1% plain for anesthetic. Placement confirmed by manual palpation 80 ml of non-inflammatory fluid was withdrawn. A 18 gauge needle was used. A sterile adhesive dressing was applied. On (B)(6) 2017, medication order for patient was oxycodone, acetaminophen, percocet. The radiology results were no left lower extremity deep venus thrombosis. No popliteal cyst was found however there was fluid collection at the left anterior medial knee in the area of pain which presumably represents a large joint effusion with ecchymosis over the lateral portion of the joint. On (B)(6) 2017, patient called the clinic and reported that her pain and swelling were still ongoing. On 25-nov-17, patient came to emergency department for evaluation of left knee swelling. Patient reported of decreased rom , leg swelling. Lab samples were collected which revealed wbc high 11.30 (high) (ref range: 3.50-10.00 k/ul). On (B)(6) 2017, arthrocentesis was performed for joint swelling , pain and possible septic joint. Lidocaine 1% without epinephrine was used. Patient was prepped and draped in usual sterile fashion with 20 g needle. Patient tolerated the procedure well with no immediate complications. Cortisone injection was given. On (B)(6) 2017, patient came for follow up and reported that she had no relief even after trying medrol dosepak, ice, relative rest, otc nsaids and elevation. She had repeat blood work in the emergency department along with a third aspiration sent for analysis. Lab work was reviewed and it suggested inflammatory reaction and not infection. On (B)(6) 2017, patient reported that the problem is unchanged and she had aching, sharping, recurrent and throbbing pain. Left knee joint aspiration was performed again with 3 ml of lidocaine 1 % plain for anesthetic. Placement confirmed by manula palpation. 40 ml of turbid fluid was withdrawn. A 18 gauge needle was used and sterile adhesive dressing was applied. On (B)(6) 2017, patient reported that the symptoms were mild-moderate and were aggravated by daily activities. Patient's blood work suggested inflammatory process but her sedimentation rate was not significantly elevated , only the crp. She was taking advil for discomfort. Left knee joint aspiration was performed and sent for analysis. 50 ml of inflammatory fluid was withdrawn. Betamethasone acet/ sod phosp 6 mg and lidocaine 1% (2ml) was injected using a 25 gauge needle. Lidocaine 20 mg (2ml) was injected. Patient tolerated the treatment well. On (B)(6) 2017, patient stated that the symptoms were moderate but the problem was improving. Patient reported of having aspiration and injection at her last visit which she stated was helping. Her pain and swelling had been improving. On (B)(6) 2017, patient reported that she was feeling significantly better after the last injection and noted decreasing swelling and pain and was able to walk better. On (B)(6) 2018, patient reported that her left knee symptoms were improving over time and were now mild and tolerable. She said that she felt significantly better than earlier. She reported of mild swelling and stiffness and was walking without an assistive device. She reported of taking naproxen for discomfort in both knee. On (B)(6) 2018, patient reported that the symptoms got aggravated by daily activities, ascending stairs, descending stairs, kneeling and squatting. She reported that the symptoms got relieved by rest. In addition to the knee pain on the left side she also experienced decreased mobility. She also reported of having crepitus, discomfort and stiffness. Site was prepped using sterile technique. Left knee joint injection was performed with ethyl; chloride for anesthetic. Euflexxa 20 mg was injected. On (B)(6) 2018, 2nd euflexxa was injected in bilateral knees. Patient stated that she had no complaints and complications. The patient was recovered with treatment of aspiration and meloxicam (mobic) for pain and inflammation. Overall health of the patient was good. On (B)(6) 2018, patient came for the 3rd set of bilateral euflexxa injections and noted that she had no complications from previous injections. On (B)(6) 2018, the patient was evaluated by her physician again and good relief in general was noted. The patient stated she had gradual resumption of her symptoms in both her knees. The patient was put on a 10 day course of oral anti inflammatory medication, intermittent icing and general stretching. Action taken: not applicable. Corrective treatment: wheelchair for weight bearing difficulty; aleve, cortisone, oxycodone, acetaminophen, percocet, meloxicam for experiencing extreme pain, toradol, prednisone for swelling doubled the knee size; naproxen , advil for knee discomfort, lidocaine for knee effusion, medrol dosepak for pseudoseptic reaction. Outcome: recovered for all events, a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: medically significant for device malfunction, disability for non weight bearing/ difficulty bearing any weight ,aspiration of fluid / 100 cc of fluid was removed; disability and intervention required for inflammatory reaction; intervention required for pseudosepstic reaction. Additional information was received on 02-jan-2018 from a non-health care professional. Additional event of swelling doubled the knee size was added along with details. Event onset of experiencing extreme pain was updated from (B)(6) 2017 and aspiration of fluid was updated from (B)(6) 2017 to (B)(6) 2017. Related case was added. Action taken was updated to unknown. Corrective treatment for experiencing extreme pain was added. Clinical course was updated and text was amended accordingly. Additional information was received on 23-jan-2018. Global ptc number was added. Follow up was received on 17-jan-2018. No new information received. Follow up was received on 04-feb-2018. No new information received. Additional information received on 05-nov-2018 from lawyer. New events of pseudoseptic reaction; inflammatory reaction; knee discomfort; crepitus; stiffness; ecchymosis; decreased rom; wbc high; synovial fluid yellow; cannot walk were added with details. Medical history added. Clinical course updated and text amended accordingly. Follow up information received on 15-nov-2018. No new information received. Follow up information received on 14-nov-2018. Related case ID added. Text amended accordingly. Additional information received on 17-dec-2018 from lawyer. Corrective treatment added for event of non weight bearing/ difficulty bearing any weight. Verbatim updated from swelling doubled the knee size to swelling doubled the knee size/left knee swelling and experiencing extreme pain/ aching,sharp and throbbing pain/ aching , dull and piercing to experiencing extreme pain/ aching,sharp and throbbing pain/ aching , dull and piercing/pain in left knee; aspiration of fluid / 100 cc of fluid was removed to aspiration of fluid / 100 cc of fluid was removed/recurrent knee effusion clinical course updated. Text amended accordingly.

Event description:
This case is cross referred with the case (B)(4). This unsolicited case from united states was received on 15-dec-2017 from the other non-health care professional. This case concerns (B)(6) year old female patient who received treatment with synvisc one injection and after unknown latency, patient was experiencing extreme pain, non-weight bearing; after 1 week had aspiration of fluid, after few days swelling doubled the knee size. Also, device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. Patient did not had prosthetic devices, and was not treated with immunosuppressants. Patient had no history of allergies to avian products. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, bilaterally (frequency, dose, indication and expiration date: not reported; lot number: 7rsl021). The syringe was stored properly and opened in the office with the patient. The area was cleaned topically with a disinfectant, but no other injectables were used at time of synvisc-one. The area was sprayed with an anesthetic topically before injection. On an unknown date in 2017, patient was experiencing extreme pain, swelling and was non-weight bearing. On an unknown date in (B)(6) 2017 (within 2 days after the injection), swelling was reported to be doubled the knee size, red, hot, but no fever. On an unknown date in (B)(6) 2017, (1 week after the injection), patient's knee was aspirated one week following the injection and the aspirate lab results were not known. The patient was recovered with treatment of aspiration and meloxicam (mobic) for pain and inflammation. Overall health of the patient was good. Action taken: unknown corrective treatment: not reported for non weight bearing, meloxicam for experiencing extreme pain, swelling doubled the knee size outcome: unknown for device malfunction, non weight bearing, recovered for experiencing extreme pain, aspiration of fluid and swelling doubled the knee size an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on 02-jan-2018 from an other non-health care professional. Additional event of swelling doubled the knee size was added along with details. Event onset of experiencing extreme pain was updated from 2017 to (B)(6)-2017 and aspiration of fluid was updated from (B)(6)-2017 to (B)(6)-2017. Related case was added. Action taken was updated to unknown. Corrective treatment for experiencing extreme pain was added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 22-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and experienced extreme pain, non-weight bearing and aspiration of fluid. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.